Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the parotis procedure, the patient interface had a poor connection and produced lot of noise from the channels when electrodes were attached to the blue ports. Attempts were made to reposition the electrodes, but this did not result in a better connection, improvement, or change. The procedure was completed using the reported product, and there was no impact on the patient.

Manufacturer narrative:
H3:product analysis found that the device was received in good condition. The reason for return has not been confirmed. The nim 4.0 vital patient interface passed all functional tests and established all connections without issue. No unwanted noises were observed during testing. H6: previously applied fdm b17, fdr c20 and fdc d16 codes are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.